Event description:
Customer reported a past high blood glucose event with the specific value unknown, described only as "high". Cause was not known. To resolve the high blood glucose, the customer changed the infusion set and cartridge, and it was noted that the control iq feature was on during the event. Although experiencing frequent high blood glucose events, the customer declined additional assistance. Technical support recommended consulting with a healthcare provider to discuss factors affecting blood glucose levels, and the customer understood and acknowledged this advice.